Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient presented to the emergency room and was hospitalized for the event. The cause and treatment for the event were not reported. The patient has recovered two days after the event onset. Pd therapy was discontinued and the patient was permanently transferred to hemodialysis. The reporter declined to provide additional information.